Manufacturer narrative:
The report of low speed and pump stop events can be confirmed based on the submitted log file. The log file, dated (B)(6) 2017, contained approximately 2 days of data which captured numerous low-speed and 14 pump stop events while the patient was supported by both the power module and batteries. Based on our complaint history and similarly reported events, the data captured in the log files is potentially consistent with two or more compromised wires in the patient's percutaneous lead; however, a specific cause for the alarms cannot be conclusively determined. A distal end perc lead replacement was performed by a technical services representative on 12nov2017 on work order (B)(4). Approximately 18 inches of the external portion/distal end of the percutaneous lead was returned. Continuity and high-potential testing were performed on the 18 inch portion of lead, which did not identify any breaches to the wires that would have resulted in the reported event. Following the repair, the patient continued to experience pump stop events. A second log file was submitted which captured the additional low speed and pump stop events while the patient was supported by batteries. The left ventricular assist system (lvas) was returned with the percutaneous lead cut approximately 2 inches from the pump housing and the severed portion of lead was not returned. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A specific cause for the reported low speed and pump stop events cannot be conclusively determined as the entirety of the patient¿s percutaneous lead was not returned for evaluation. Bleeding and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 7 years, 4 months. Pulmonary hypertension. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient presented with syncope, and the system was producing low flow alarms and pump stoppages. Log files evaluated by the technical services representative confirmed pump stoppages. An external replacement of the driveline was scheduled for (B)(6) 2017. On (B)(6) 2017, the technical services representatives performed an external percutaneous lead (driveline) replacement. Approximately 18 inches of the external driveline was replaced. The electrical continuity test did not indicate any broken wires. No issues were observed after the replacement. On (B)(6) 2017, pump stoppage occurred. Manipulation of driveline could not restart the pump. Twenty six minutes of chest compressions were performed, then emergent extracorporeal membrane oxygenation (ECMO) was implanted. The patient had significant pulmonary hypertension. The lvad was exchanged after transport to a different center. The pump exchange was complicated by significant pulmonary edema and bleeding. Air was observed in an unspecified area on echocardiogram. The patient remained on ECMO post-lvad exchange. The patient continued to experience bleeding, requiring significant transfusions. The lactate dehydrogenase level (ldh) was 8000 u/l, and liver functions tests were elevated. The patient subsequently expired on (B)(6) 2017 after support was electively withdrawn.